Event description:
Olympus was informed that during a therapeutic laparoscopic colectomy procedure the physician observed what appeared to be burn spots on the side of sonosurg scissors. The user facility reported that the scissors were not working properly. There were no alarms observed. The intended procedure was completed with the same device. There was no pt injury reported. Olympus followed up with the user facility and was informed that the device and transducer cord were inspected prior to the procedure and no anomalies were found as these were new devices.

Manufacturer narrative:
The device reference in this report was returned for eval. The eval confirmed that the hand-piece teflon pad was slightly deformed and had charred stains on the surface (burnt marks) of the teflon pad, however, the metal grasper was not exposed. This type of damage can occur when the teflon pad has been exposed to an output of sonosurg energy without tissue grasped between the jaw. The instruction manual warns users "do not activate output unless the grasping section is holding the tissue."